Event description:
Pt's wife contacted dexcom technical support on (B)(6) 2012 to report that while pt was at work, he suffered a hypoglycemic episode. His cgm at the time was not displaying any readings. Employer called paramedics. Paramedics administered a glucagon shot and pt's bg was measured at 30 mg/dl after glucagon shot while cgm was reading again at 89 mg/dl. Pt's wife states that it is possible that pt may not have heard his cgm alarms since he works in the warehouse around loud equipment. At the time of her call to dexcom technical support, pt's wife reports that pt had finished his day at work and that he was feeling fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.